Event description:
It was reported that upon insertion of the intraocular lens (iol), the plunger severed the trailing haptic. The iol was cut out and replaced in the same procedure. The patient is ok. No further information was provided.

Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Device evaluation: the device was not returned at the manufacturing site; therefore, product testing could not be performed, and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. The search revealed that no similar complaint for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. Attempts have been made to obtain additional information regarding the event; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section b3: date of event: (B)(6) 2022. Section d9: device available for evaluation? Yes. Section d9: returned to manufacturer: yes. Section d9: date returned to manufacturer: feb 1, 2022. Section h3: evaluated by manufacturer: yes. The patient implant card was received which provided additional information. The affected eye was the right eye and event date was (B)(6) 2022. No further information was received. Device evaluation: product evaluation was performed under magnification. The complaint lens was received cut in three pieces and with a detached haptic. A customer provided photo was also received. The complaint issue could be confirmed, via evaluation of the provided photo and returned product; however, it may be attributed to inadequate ophthalmic viscoelastic device (ovd) usage during implantation as observed in the returned device and cannot be confirmed to be related to the manufacturing/design process. Therefore, no product deficiency could be identified. Based on the return condition of the lens (cut into three pieces), no further product evaluation could be performed. Additional conditions were observed (lens cut and haptic detached) with the returned product but they could not be confirmed to be related to the manufacturing/design process. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.